Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: 2007. Revision - reason unknown. Surgeon noticed the cup and liner were worn.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of femoral stem impingement, which led to wear and deformation of the acetabular liner.

Event description:
Index surgery: 2007. Revision - reason unknown. Surgeon noticed the cup and liner were worn.